Event description:
A patient experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 155 mg/dl on patient's meter and 205 mg/dl on the lab. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events. Patient also reported that the test strips were blue before the blood sample had been applied. No further information has been reported.